Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported the following: staff reported "flatline" or "does not work" and no error codes noted on screen. Biomedical engineer confirmed intermittent loss of signal or no signal at all. There were four (4) mp-10 cables dropping signal. Mp-10 cables were installed less than 1 year ago. Emitter light is lit and steady. There were four (4) patients involved. It caused delay in monitoring a patient, while they found a working cable. However, there is no known impact or consequence to patient.